Event description:
The part of the beacon tip catheter built into the delivery system was left in the external iliac when it was deployed. The portion of the device was not retrieved. They finished the procedure was finished regardless of the portion left behind.